Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: the master tool manipulator2 (mtm) has been returned and evaluated in failure analysis. Upon visual inspection, the master tool manipulator2 (mtm) was installed onto a golden system where the error was triggered indicating fault on the axis 3, replicating the reported event. The mtm2 was then installed onto a psc fixture test platform (pftp) where power up was found to be failing on axis 3. The axis 3 motor and axis 3 motor cable were aba tested and was verified to be the source of the fault.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the error pointing to pot to encoder error, mtmr, axis 3. Fse replaced the mtm2 part to correct the issue. The system was tested and verified as ready for use. Isi has not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error 23008 appeared on the surgeon side console (ssc). Prior to calling in, the customer already restarted the system with no change. System log showed error 23008 on the right master tool manipulator (mtmr) axis 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended to perform the procedure with another ssc. The customer confirmed that the procedure was converted to laparoscopic surgery. The conversion resulted in an increase in port size incisions, with three out of four 8mm ports being enlarged to 10mm ports. However, the conversion did not require the addition of any new ports. The patient tolerated the change well. The total delay caused by the event was approximately 60 minutes. There were no intraoperative or postoperative complications related to this delay. As per the surgeon, the event had no impact on the procedure or the patient¿s health, and there are no concerns about the delay causing any long-term complications for the patient.